Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampax tampon cotton fibers came apart, left some pieces behind-vagina [foreign body in reproductive tract]. Tampon cotton fibers came apart, pieces left behind when tampon taken out [complication of device removal]. Itchy, vagina [vulvovaginal pruritus]. Pain, vagina [vulvovaginal pain]. Has not been feeling well [malaise]. Tampon came apart, cotton fibers came apart [device breakage]. Consumer contacted via phone and stated that the tampon came apart; there were some pieces near the string where it seemed like the cotton fibers came apart. No serious injury was reported.

Manufacturer narrative:
28-oct-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampax tampon cotton fibers came apart, left some pieces behind-vagina [foreign body in reproductive tract] tampon cotton fibers came apart, pieces left behind when tampon taken out [complication of device removal] itchy, vagina [vulvovaginal pruritus] pain, vagina [vulvovaginal pain] has not been feeling well [malaise] tampon came apart, cotton fibers came apart [device breakage] consumer contacted via phone and stated that the tampon came apart; there were some pieces near the string where it seemed like the cotton fibers came apart. No serious injury was reported.